Event description:
It was reported that this right ventricular lead was surgically abandoned due to a dislodgement that was confirmed through x-ray. This lead was successfully replaced. No additional adverse patient effects were reported.